Manufacturer narrative:
Findings: unit passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. Drive support disk was inspected and no anomaly was noted. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated with the insulin pump. The customer reported via phone call that she had no delivery alarm. Customer's blood glucose was 64 mg/dl. The customer stated the alarm was resolved by taking off the infusion set connector from the reservoir and reattaching it to the reservoir. Customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 137 mg/dl. The customer stated the drive support cap is protruded. The customer did not recall pressing the cap while connected. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan.